Event description:
It was reported that the patient was found down at home on and brought into the facility via ems in comatose state, requiring intubation, mechanical ventilation, sedation and multiple pressors. Patient was found to be in severe dka and was started on an insulin gtt per protocol and was admitted to the micu [medical intensive care unit] for acute toxic metabolic encephalopathy, acute hypoxic rf [respiratory failure] and dka. CT ab/pel [abdomen and pelvis] concerning for ileus/obstruction, so general surgery was consulted and signed off on -16 days after admission, as the patient was having regular bowel movements and improved clinically. On- 20 days after admission, rapid response called for hypotension, tachycardia and fever. Stat CT showed a new large amount of free intraperitoneal air, so the patient was taken emergently to the or where he underwent an exploratory laparotomy and small bowel resection for perforated viscous. The patient returned to the or three days later for small bowel handsewn anastomosis and abdominal wall closure. The patient tolerated the procedure well and was transferred to recovery in satisfactory condition. Post-op recovery was c/b [complicated by] sepsis and CT imaging revealed large fluid collection concerning for a leak. The patient was returned again to the or [date redacted] - 27 days after admission, where he underwent an exploratory laparotomy with bowel resection and ostomy. Intra-operatively the leak was found to be at the staple line from the previous resection while the handsewn anastomosis remained intact. The patient tolerated the procedure and was returned to the sicu [surgical intensive care unit] for further management. Patient extubated, [date redacted] - 29 days after admission, to med/surg [date redacted] and started on imodium for high ostomy output. Corpak placed to supplement nutrition. On [date redacted] - 35 days after admission, CT ab/pel [abdomen and pelvis] for ongoing leukocytosis revealed abscess in the rlq [right lower quadrant]. Ir [interventional radiology] was consulted and drain placed with improvement. The patient was discharged to an ltach [long-term acute care hospital] on [date redacted] - 39 days after admission, with ID [infectious disease] following and recommended continued antibiotics/antifungal. Device availability was unknown.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6: e10 gastrointestinal system h6: e12 metabolism and nutrition. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Were the staples the appropriate b-shape form? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. Are there any videos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.